Event description:
It was reported the patient is experiencing ineffective stimulation from his scs system. A sjm representative met with the patient but was unable to provide effective stimulation coverage. X-rays were taken and based on the images the patient's physician recommended repositioning the lead more midline for improved stimulation coverage. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.